Event description:
Surgeon inserted 3 asnis screws. When they were remove intra op they were difficult to remove and on closer inspection the threads of the screws were stripped. Another item was immediately available for use. Case completed as originally planned with no medical intervention or delay.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.